Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event of fluid overload, characterized by dyspnea and bilateral lower extremity edema, which warranted hospitalization and supplemental ccpd therapy for increased ultrafiltration. The pdrn reported the patient is frequently non-compliant with completing treatments, and a home evaluation revealed the patient was married on 19/oct/2024. The patient¿s spouse reported the patient ate and drank more than is recommended and did not perform ccpd therapy on the night of 20/oct/2024. Therefore, the pdrn attributed causality to the patient¿s non-compliance to her prescribed fluid/dietary intake and treatment regimen. Fluid overload is a common finding among dialysis patients and is frequently multifactorial in origin. Additionally, non-adherence is an important factor which determines the outcome and effectiveness of pd therapy. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) defect or malfunction. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 25/oct/2019, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized for fluid overload due to missed treatment(s). Additionally, it was reported the patient¿s ¿next¿ button requires multiple depressions in order to start the treatment. This issue has resulted in the patient waking up several times in the past few weeks in step seven of set-up (replacement captured in file (B)(4)). During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2024 with complaints of dyspnea and bilateral lower extremity edema. Physical assessment and radiological studies determined the patient was fluid overloaded and the patient was formally admitted. The patient underwent multiple prolonged ccpd treatments utilizing a 4.25% dialysate to increase ultrafiltration and began to improve. The patient recovered from the dyspnea, bilateral lower extremity edema, and fluid overload and was discharged home on (B)(6) 2024 in stable condition. The patient returned home and began utilizing a replacement liberty select cycler (replacement captured in file (B)(4)) without reported issue. The pdrn confirmed the patient was experiencing difficulty with the ¿next button on her liberty select cycler, however this was not the cause of the patient¿s fluid overload. The patient is frequently non-compliant with completing treatments, and never informed the pdrn of the touch screen issues she was experiencing. While the patient was hospitalized the pdrn performed a home evaluation and after speaking to the patient significant other, it was discovered the two were married on (B)(6) 2024. The husband reported the patient ate and drank more than is recommended and did not perform ccpd therapy on the night of (B)(6) 2024 due to the wedding celebration. Therefore, the pdrn attributed causality to the patient¿s non-compliance to her prescribed fluid/dietary intake and treatment regimen. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) defect or malfunction.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane touch screen test ¿ passed. Voltage verification check ¿ passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 25/oct/2019, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized for fluid overload due to missed treatment(s). Additionally, it was reported the patient¿s ¿next¿ button requires multiple depressions in order to start the treatment. This issue has resulted in the patient waking up several times in the past few weeks in step seven of set-up (replacement captured in file (B)(4)). During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2024 with complaints of dyspnea and bilateral lower extremity edema. Physical assessment and radiological studies determined the patient was fluid overloaded and the patient was formally admitted. The patient underwent multiple prolonged ccpd treatments utilizing a 4.25% dialysate to increase ultrafiltration and began to improve. The patient recovered from the dyspnea, bilateral lower extremity edema, and fluid overload and was discharged home on (B)(6) 2024 in stable condition. The patient returned home and began utilizing a replacement liberty select cycler (replacement captured in file (B)(4)) without reported issue. The pdrn confirmed the patient was experiencing difficulty with the ¿next button on her liberty select cycler, however this was not the cause of the patient¿s fluid overload. The patient is frequently non-compliant with completing treatments, and never informed the pdrn of the touch screen issues she was experiencing. While the patient was hospitalized the pdrn performed a home evaluation and after speaking to the patient significant other, it was discovered the two were married on (B)(6) 2024. The husband reported the patient ate and drank more than is recommended and did not perform ccpd therapy on the night of (B)(6) 2024 due to the wedding celebration. Therefore, the pdrn attributed causality to the patient¿s non-compliance to her prescribed fluid/dietary intake and treatment regimen. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) defect or malfunction.